Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: v nmc3434c223te, serial/lot #: (B)(6), ubd: 13-aug-2022, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant navion stent grafts were implanted during a thoracic endovascular procedure . The max aortic diameter is noted as 41mm. V082 02865 was implanted into zone 2 and 3 while v30013500 was implanted into zone 4 and 5. It was reported 17 months later , follow up CT identified aortic enlargement distal to the endograft of +7.8mm. Follow up on CT six months later showed aortic enlargement distal to the endograft of +12.7mm. A decrease in aortic size and partial false lumen thrombosis was also observed on imaging . The site noted there is no false lumen perfusion of the segment of aorta which was covered by the stent graft, no new dissection, new entry or endoleak. A CT with contrast was performed 18 months later . The site reviewed this imaging and no endoleak, false lumen perfusion, migration or extension of dissection were identified . The site did note a stent induced new entry tear on this imaging. The corelab reviewed the same imaging and no endoleak , fracture or stent ring enlargement were observed. Aortic enlargement of + 12mm distal to the endograft (persistent) was noted. The cause of the aortic enlargement and sine were not provided. No additional clinical sequelae were reported and the patient will be monitored.